Event description:
Technician alleged that the bed will not place a nurse call. No pt impact.

Manufacturer narrative:
The account tested the unit with a sidecom tester and found the sidecom working. The account tested the sidecom cable and found the sidecom cable to be the issue. The account replaced the sidecom cable to resolve the issue.